Event description:
It was reported that the ilet user experienced a low blood glucose that the caregiver treated with oral glucose after the pump delivered multiple correction doses following an unannounced dinner, with rapid correction of the preceding high and subsequent downward trend in glucose on ilet. Symptoms included hyperglycemia followed by hypoglycemia ranging from 65mg/dl to 202 mg/dl. Outcomes included resolution with oral carbohydrate and no escalation of care. Investigation included customer service review of device-reported data trends. Investigation of this case revealed a missed meal announcement associated with automated correction dosing and subsequent hypoglycemia, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically missed meal announcement, were the most probable cause.